Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated the pump had reset to factory default. It was unable to be determined whether the reset issue occurred with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2013 with the following findings: a review of the pump history indicated that the dates for the total daily dose history were consistent from (B)(6) 2007. The dates for the basal history appeared inconsistent changing from (B)(6) 2012 to (B)(6) 2007, no data was found in the black box from this time due to continued use. A timekeeping accuracy test was performed; the pump was keeping time accurately. The pump was left without power for 24 hours; when pump powered on it had maintained time and date. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.